Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "intracapsular rupture on the left¿ and ¿both axillary regions with the presence of lymph nodes with a snowflake image¿. Continued e1 phone number:(B)(6).

Event description:
Healthcare professional reported "intracapsular rupture, axillary regions with the presence of lymph nodes with a snowflake image, gap of the internal capsule in line spacing of lower quadrants" confirmed via ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, b3

Event description:
Healthcare professional reported "intracapsular rupture, axillary regions with the presence of lymph nodes with a snowflake image, gap of the internal capsule in line spacing of lower quadrants" confirmed via ultrasound. Later healthcare professional reported "discomfort and decreased volume in the breast". This record is for the left side. Device remains implanted.